Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base and is only held by the conductor wire. The broken piece is hanging from the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, the customer observed that the force bipolar instrument's tip was broken. The customer believed it broke due to the force of suturing and noted that the little rubber piece outlining the tip of the instrument was missing. The customer was unable to find the missing piece in the patient and suctioned around the area just in case. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no noted damage. The customer was unable to find the missing fragment intra-operatively. The procedure was completed robotically. No post-operative tests or additional surgical procedures were performed to try and locate the missing fragment.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete as of the date of this report. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. .